Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc- (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 250cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. Ultrasound performed on (B)(6) 2021 indicated left-sided deflation. As a result, the patient underwent explantation on (B)(6) 2021 .

Manufacturer narrative:
On 22-jun-2021, mentor received additional information regarding the patient's information and suspected medical device. The patient identifier is (B)(6). The suspected medical device was returned for evaluation. On 13-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. In addition, a tear was noted within crease/fold measuring approximately 0.3 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).